Event description:
It was reported that pump housing and usb area were damaged and charging port was loose. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or further support, and no follow-up was needed.